Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was offline in remote support services and unable to reboot the station. Field service engineer replaced failed drawer controller process control block (pcb) and auxiliary drawer 3.2 to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was offline in remote support services and unable to reboot the station. The registered nurse reported that they were trying to get medications for patients the customer added that they had their pharmacy open whole time and the required medication can be dispensed from there. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was offline in rss and could not be rebooted. A field service engineer replaced failed drawer controller and printed circuit board followed by tightening hard stop fasteners to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation¿ es auxiliary system was offline in remote support services and unable to reboot the station. The registered nurse reported that they were trying to get medications for patients the customer added that they had their pharmacy open whole time and the required medication can be dispensed from there. There were no adverse events or injuries reported based on this event.